Event description:
It was reported that the programmer had a cracked screen and that the cord was frayed. It was further noted that it was in "overall bad shape" however still worked properly, to the sender's knowledge. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of a cracked screen and frayed power cord and therefore both the bezel/overlay assembly and the power cord were replaced. Analysis also found broken tabs on the power cord bay door, a missing keyboard slide cover, a damaged foot pad on the lower case and that the system fan was intermittently noisy. All were replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).